Event description:
A patient reported experiencing accurate low results with an otp meter. The patient's blood glucose results were 146mg/dl (meter), 213mg/dl (lab). Tests were done within 21-30 minutes with a difference of 23%. Patient did not experience any adverse events. No further information has been reported. Note: customer cleaning meter incorrectly.